Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and complex regional pain syndrome type I reported they were trying to arrange having the system replaced through worker¿s compensation as the implantable neurostimulator (ins) was potentially getting close to end of service (eos) and had been acting funny. According to the consumer the ins was ¿set up as a wave to increase and decrease,¿ but for some reason suddenly in (B)(6)of 2016 it wasn¿t decreasing and was shocking them. It was noted the consumer had an adjustment and the battery still seemed fine, so they were going to ask for another adjustment at their next appointment as stimulation had significantly improved their quality of life so they no longer needed to take oral pain medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.